Event description:
It was reported that during a spinal procedure, a pneumatic drill continued to operate when in safe mode. The procedure was completed as planned with same equipment, and without causing a clinically-relevant delay. There was no user or pt injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation requires.